Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. User facility medwatch # (B)(4).

Event description:
On holdjl 7/24/13it was reported that during an unknown procedure the tip of the device broke off. The device was removed to be cleaned and be sent back for evaluation. Unknown how the procedure was completed. There was no patient consequence reported.